Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down unexpectedly. There was no impact to the customer's blood glucose level. The pump was connected to a power source and was able to be turned on. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery. Pump data upload was not available for review by tandem technical support.